Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low glucose of 32mg/dl. The customer stated that his doctor changes the basals and settings on the insulin pump. The customer stated that he ate lunch and his glucose level was in the 200 range. The customer also stated having difficulties hearing the device when it beeps. Reviewed the customer's alert history and found that the device alerted when he was low blood glucose. No further info was provided.